Manufacturer narrative:
The returned adjuster was evaluated. The tip was found to have twisted until fracture in a manner consistent with screw removal. The labeling was reviewed, and it states that the device is to be used for minor screw head manipulation; it is not intended to be used for screw removal. A review of the DHR did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a screw driver broke off in a screw head while removing the screw during surgery. There was a surgical delay greater than 30 minutes. There were no reports of patient impacts associated with the delay.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.